Event description:
It was observed during the device inspection, that the video system center exhibited printed circuit board failure, no image generates. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, d8, e1, e2 (previous selection must be removed), e3 (previous information must be removed), g2 (to select user facility and deselect company representative) and h6 (component code and health effect - impact code). Additional information added to fields h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, the cause is presumed to be a failure of the printed circuit board. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had did not generate image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.